Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 320 mg/dl. Customer treated with manual injection. Customer stated that they have been experiencing this issue for a while. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding lcd glass. Prime test, excessive no delivery alarm test, and displacement test were not performed due to cracked and bleeding lcd glass. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).